Event description:
It was reported that the customer had high blood glucose levels of 551 mg/dl. The customer indicated having symptoms consistent with high blood glucose levels including feeling weak and nausea. The customer reported being hospitalized on december 23, 2014. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was done. The customer reported that there were no visible leaks or air bubbles on the insulin pump. The customer also reported that the needle of the infusion set of the insulin pump looked normal. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. It was reported that the insulin pump passed the high pressure test. The customer was advised that the insulin pump was working as designed. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.